Event description:
The customer reported that the red blood cell (rbc) parameter on a coulter act diff 2 analyzer was recovering high and out of specification on controls. The customer requested service. There was no impact to patient results in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed the instrument generating a fatal error 20. The fse replaced multiple parts to troubleshoot the instrument, but the issues were not resolved. The fse found that jumper x10 on the analyzer card was not connected and reconnected the part to resolve both the erratic control results and fatal error. (B)(4).